Event description:
A lifeccor sales rep reports that a monitor had failed, during pulse testing. The sales rep reports recovering the monitor from a pt who no longer needed the device, with the intention of refurbishing it for use on another pt. After cleaning, a test plug was mated to the monitor and the pulse test sequence was initiated. The sales rep reports leaving the room momentarily and upon return the screen was blank and the unit was smoking. The sales rep removed and reinserted the battery pack, but the monitor would not power up. The device was returned to lifecor for investigation.